Manufacturer narrative:
The device was received by anspach. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the emax 2 motor was alleged with "fluid leak from [the] drill." The device was not being used during surgery. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.